Manufacturer narrative:
Analysis of the implantable neurostimulator found the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 4.000 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 27-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had the implantable neurostimulator explanted due to weight gain which had made the battery site uncomfortable. The 0-7 lead was very difficult to remove from the implantable neurostimulator. The health care professional was able to eventually pull it out with some force. The lead was unable to fit into an extension cover after being pulled out; however, there was nothing visual on the lead. The implantable neurostimulator was explanted and the leads were capped for possible implantable neurostimulator replacement in the future. There were no further complications reported.